Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: review of the black box data revealed records of power on reset. On investigation, the returned battery cap secured properly to the pump and the pump was exercised without any interruption in power. Moisture ingress was confirmed due to leakage at the site of a crack in the battery compartment. Moisture ingress noted inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) -2019, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged there was moisture in the battery compartment and no power to the pump. The reporter denied damage to the pump and battery cap. The reporter stated the issue began as an intermittent power issue and progressed to a no power issue a few days later. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.